Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed due to a pressure sensor failure and vent inop data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturer's product support (pse) for assistance. The pse advised the customer evaluate the data acquisition board for replacement to address the reported problem.